Event description:
Unsolicited communication: spoke to patient regarding a possible pump issue. Per patient one of her pump was beeping with "upstream occlusion". After changing batteries and tubing pump is running with no issues. (Most likely there was a kink in the tubing). Event is for tubing only. Reviewed with patient to call pharmacy if pump starts beeping again to replace. Photographs were not provided. Setflow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Unk; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; reported to cvs/caremark by pt/caregiver.